Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Follow up via phone was done to contact customer in regards to his outreach responds. Customer reported he experienced low blood glucose below 10 mg/dl. Customer was seizing for an hour and paramedics were called. Once paramedics came they stated customer's blood glucose was low. He was treated at site. The perceived high was customer's endocrinologist had set the basal rates too high. Customer is not returning the device for further analysis.